Event description:
It was reported that this right ventricular lead was explanted due to the patient developing an endocarditis. Another lead was implanted instead. The device is still in possession of explanting facility, therefore it is not expected to be returned. No further adverse patient effects were reported.